Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02780. It was reported that vessel dissection occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a non bsc guidewire crossed the lesion, dilatation was performed using a balloon catheter. After intravascular ultrasound (ivus) was performed, a 2.5 x 38 synergy¿ stent was advanced and placed on the proximal lad and a 3.5 x 16 synergy¿ stent was advanced and deployed in the left main trunk (lmt) to the proximal lad. After stent placement, post-dilatation was performed with an emerge balloon catheter. However, vessel dissection on the previously implanted 2.5 x 38 synergy¿ stent was noted under angiography and ivus. Subsequently, the physician advanced a 2.25 x 16 synergy¿ stent and resistance was met upon loading the device over the non-bsc guide wire. Somehow, the device was able to be loaded but upon reaching the distal edge of lad, the stent did not expand. The procedure was completed with a non-bsc device. No further patient complications were reported and the patient's status was stable.